Manufacturer narrative:
The getinge field service engineer (fse) that discovered the coiled cable insulation to have a nick in it, which was a cosmetic damage only. This had no affect on the operation of the pump. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was found that the cardiosave intra-aortic balloon pump (iabp) had a small tear on the plastic insulation of the coiled cable. This was cosmetic damage only and did not affect the operation of the pump. There was no patient involvement.